Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, the burr was stuck and a shaft rupture occurred. The target lesions were located in the extremely calcified left anterior descending, left main and left circumflex arteries. The vessel was further noted to have 2 curves of 90 degrees. A 1.50mm rotalink burr catheter was selected to treat the target lesions. The catheter had functioned well during ablation with no issues. Upon removal of the burr, it was noted that the burr got stuck in the proximal left anterior descending artery, possibly due to a rupture in the shaft. An attempt to retrieve the burr using two wires and a balloon was unsuccessful. Subsequently, the burr catheter had to be cut and a non bsc device was then used to retrieve the burr. A non bsc stent was placed. No additional patient complications were reported and the patient's condition is okay.